Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted the lamp and heat sink on another clv-190 with success. Tac instructed the customer to bring a known working lamp and housing to attempt on the faulty unit; however, the issue persisted. Tac concluded that the issue appeared to be internal of the device and advised the customer to send in the unit for evaluation and repair. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty igniter. A worn-out socket slider switch caused intermittent use of high intensity mode. A non-olympus lamp life meter was reading below 50 hours and the light output was measured within range. In addition, corrosion inside the air pump tubing was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source main lamp does fails to ignite; however, the spare lamp turned on. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty igniter could not be identified. Olympus will continue to monitor field performance for this device.